Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) and remote arm controller (rac). The system was tested and verified as ready for use. Isi has requested the mtm and rac involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's complaint history identified patient identifier #(B)(6) was created to capture the image quality issue reported by the system. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation found errors 1, 707, and 25520 during initial power on related to the reported complaint. An event verification confirmed the thymectomy procedure was performed on the reported event date on (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the system had an arm issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) found errors 1, 707, and 25520 during initial power on and the customer disabled left master tool manipulator (mtm) to recover the error. An isi tse suggested the customer to hard power cycle the system and the system booted up without any error but there was no led on the universal surgical manipulator (usm) 2 and usm 3. An isi tse advised to remove the sterile adapter and reboot the system. No error reported but usm 1 and 4 did not have led status. An isi tse suggested to mount spare cannula without patient and dock the endoscope functionality. The customer confirmed that the system was working normally. An isi tse suggested to dock the cart to patient and confirm. The customer was able to control all the arms. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was occurred during procedure. The system was not initially powered on without errors. The customer accidently disabled left mtm to recover error. The tse had suggested to recycle the power and issue got resolved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to be reproduce, but could be confirm the customer reported complaint as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab passed. Main wire harness and embedded serializer in master base (esmb) pca will be replaced as a precaution. Intuitive surgical, inc. (Isi) received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not be replicate or confirm the customer reported complaint. In-house fa installed rac into printed circuit assembly (pca) xi test system and the system powered up with no errors. The rac passed voltage/current checked, communication, fan is running idle in normal mode for 20 minutes, power cycles for one hour no issue.